Event description:
The account reported that the head section will not lower but will lower by CPR. As soon as the account pulls the CPR the head will lower then raise back up. The bed is located in the bed shop of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to unplug one side rail at a time to see if there is a side rail function that is stuck. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response from the account. Based on this information, no further action is required.